Event description:
Caller states that the patient tested >8.0 inr on the device and 5.14 on a comparison lab. Coumadin was reportedly held for 1 day due to device results, however, no adverse event reported. Requested return of suspect device and replacement was sent.